Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass noted. The insulin pump was unable to perform displacement test due to lcd physical damage. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called to report damage to the insulin pump. Customer stated that the lcd screen is damaged and is difficult to read. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.